Event description:
Boston scientific crm received information that this left ventricular lead was noted to have loss of capture. During a routine visit, an x-ray was performed which revealed the lead had dislodged. No visable fracture was noted. The patient has a suspected history of twddlers syndrome. A revision procedure was performed and the lead was removed from service without further incident.

Manufacturer narrative:
The lead was subsequently returned for testing and this product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.